Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the device setting for pacing was changed. "After that I died once and was sent to the hospital". Patient stated that the device was reprogrammed but patient was having "troubles breathing". Follow-up with the patient's physician determined that patient had not been seen at the clinic since 2009. The device remains in use. No patient complications were reported as a result of this event.